Event description:
A patient reported experiencing inaccurate erratic results with a one touch basic original meter. The patient's blood glucose results were 83, 140 mg/dl. Tests were done within 10 minutes with a difference of 45%. Patient did not experience any adverse events. No further information has been reported. Note - customer does not have control solution.